Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was taken to the ER and admitted to the hospital for a low blood glucose incident. Two attempts to contact the customer were made but the customer could not be contacted for further details. The insulin pump was not returned for analysis.